Event description:
The nurse was using the handle on the mounting arm to adjust the height of the monitor and it broke off, causing the monitor to fall and hit the nurse on the head. The mx700 monitor with the serial number (B)(4) was mounted on the m1180a mount. The nurse was doing a car seat test on a baby in the nicu ¿ when she tried to move the monitor arm lower the whole thing let go, hit her on the head and then rolled off her arm and unto the floor. Although the monitor hit the nurse on the head, there was no patient or user harm reported.

Event description:
The nurse was using the handle on the mounting arm to adjust the height of the monitor and it broke off, causing the monitor to fall and hit the nurse on the head. The mx700 monitor with the serial number (B)(4) was mounted on the m1180a mount. The nurse was doing a car seat test on a baby in the nicu -when she tried to move the monitor arm lower the whole thing let go, hit her on the head and then rolled off her arm and unto the floor. Although the monitor hit the nurse on the head, there was no patient or user harm reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.